Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the interlock .035 device was returned to our post market quality assurance laboratory. Visual and microscopic inspection identified that the main coil was bent and stretched at the primary coil section, moreover the arm coil was detached. Dimensional inspection of the main coil revealed the components were within specifications. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 18dec2025. It was reported that the coil could not be advanced from the catheter. The target lesion was located in the transjugular intrahepatic portosystemic shunt. An 18mm x 40cm interlock .035 coil was selected for use. During the procedure, the coil was deployed approximately 15 cm. However, it became stuck and could not be advanced further out of the catheter despite multiple attempts. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a detached, bent and stretched coil.